Event description:
The broach was stuck in the canal of patient. While attempting to distract the broach; both handles broke due to excessive use. A femoral osteotomy was performed to remove the broach. The patient was not injured; but surgery was delayed between 4 and 5 hours.